Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report. The pt experienced recurrent incontinence, urgency, decreased libido, decreased orgasm and occasional hot flashes.

Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later the pt experienced recurrent incontinence, urgency, decreased libido and orgasm and occasional hot flashes. No explant procedure was reported. Subsequent treatments and/or therapies were reported.